Event description:
It was reported that stent damage occurred. Vascular access was obtained via right femoral artery. The 22mm x 3 mm target lesion was located in the mildly calcified right coronary artery. A 24 x 3.00 promus premier select drug-eluting stent was advanced for treatment. However, during procedure the device encountered difficulties in advancing through the guidewire. When the device was removed it was found out that the stent strut was damaged. The procedure was completed with another of same device. No patient complications were reported.